Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Pump received with detached, missing reservoir retainer ring and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose level was 2.2 mmol/l at the time of incident. Customer was using auto mode feature. The insulin pump will not be returned for analysis.